Event description:
It was reported that the in the emergency department clinicians programmed the syringe pump however after entering the parameters, it did not a prompt for start infusion. Clinicians took the same setup in a different location and was able to program and start the infusion. There was patient involvement but unknown harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Manufacturer narrative:
Omit: a140504 inaccurate delivery (2339), g04105 pump correction: describe event or problem. Additional information: imdrf annex a and g codes.

Event description:
It was reported that the in the emergency department clinicians programmed the syringe pump however after entering the parameters, it did not a prompt for start infusion. Clinicians took the same setup in a different location and was able to program and start the infusion. There was patient involvement but unknown harm. Upon further customer follow up with was reported the "issue was resolved and unrelated to pump function" although requested, additional information was not provided.